Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon placed a visualase (vl) catheter using a non-medtronic stereotactic frame. Fluoro image showed the catheter was not at frame center and was superior to target. It did not appear that the catheter deflected from entertaining to target; trajectory was a straight line. Confirmed in magnetic resonance imaging (mr) that catheter was not in a usable place for ablation. A new trajectory was selected, placed a second catheter and took a fluoro image. Catheter placement was improved, however, issue persisted. No deflection was observed. Surgeon also placed a non-medtronic biopsy needle to target using the stereotactic frame, no vl parts were involved, and the position of it matched the one of the catheter, again, not at the frame center. The surgeon put the vl catheter back in and verified position matched previous placement with fluoro. The surgeon confirmed in mr that placement was not ideal for ablation and opted to discontinue the procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation i7 integrated navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier not made available from the site. Patient age was estimated at in their (B)(6). Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the procedure has not been re-scheduled at this time; the surgeon indicated if re-scheduled, date to be determined. It was unclear as to why the catheter and later the non-medtronic biopsy needle did not go to the center of the frame. There was nothing obviously wrong with the non-medtronic stereotactic frame or its set-up. A medtronic representative attending the procedure evaluated that this was not an issue with the framelink. Even if the planning software was giving the wrong co-ordinates, the device being passed through the non-medtronic frame would be on target as far as the frame is concerned. The problem in this case was that the devices being pass through the frame were not getting to the frame's mechanical target. This subsequently meant the device did not end up in the desired patient target location another medtronic representative, following-up at the site, reported this surgeon uses the same non-medtronic stereotactic frame for his deep brain stimulation (dbs) cases as well. This suggests that the software and frame have been used for a successful dbs after this case. A medtronic representative, following-up further, found there was nothing obviously wrong with either non-medtronic stereotactic frames that were used for this procedure. Surgeon used at least one of them the next day for a successful dbs case. One of the non-medtronic stereotactic frames was sent in for repair the following week because one of the locks that holds the ring angle was not engaging. Subsequent to this event, two successful procedures have been performed at this site, plus a mock case with a demo head. The site replaced the drill kit that was used to make the hole the anchor bolt goes into. The drilling step is the most important since if the bit skives when making the hole the trajectory will be thrown off, especially with deeper targets, as in this event. Analysis suggests that the drill bit slipped/skived a small amount when making the hole, which affected the alignment of the catheter through the anchor bolt, which is reliant on the hole for trajectory. The biopsy needle may have been deflected by the misaligned hole when it was passed through it. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation i7 integrated navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The most likely cause was user technique regarding a drill bit alignment issue.